Event description:
This patient had a total hip on 6/26/2014. The patient sustained a fall yesterday and dislocated the hip. Dr. Yacoubian was not able to do a closed reduction and needed to do an open reduction. He elected to removed the 36id mp8 10 deg liner, 36 metal head and -3.5 sleeve and replace them with a mp8 40id 10 degree liner, 40 metal head and -3.5 sleeve.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00341521_1644408-2021-00742; 497-36-000, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.